Event description:
User facility reported that on (B)(6) 2013 the nurse programmed the pump for infusion of morphine. The infusion prescription was 2 mg/hr with no bolus doses. Nurse noted that upon review of the pump programming, the infusion had the bolus dose option enabled, so nurse re-programmed the infusion. Infusion was started with patient on (B)(6). According to reporter, the following day ((B)(6)) another nurse checked the pump display and saw the infusion rate was 30 mg/hr. According to reporter, the user (first nurse) had not changed the dose rate from 2 mg/hr to 30 mg/hr. According to reporter the patient showed lowered oxygen levels and patient was in coma vigil state. The treating physician administered naloxone, oxygen and IV fluids. According to report, patient recovered with no permanent adverse effects reported.

Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.